Event description:
I noticed unusual fluctuations in my blood sugar, and knew I wasn't getting proper delivery of insulin from my insulin pump. After much trouble shooting, and 3 pump replacements, the last pump was giving me more insulin than normal, causing severe lows. It turned out to be my neighbor's ham radio, 75 feet away. An engineer's report using medtronic's equation for recommended separation distance showed I was within that distance and recommended the transmissions from the ham operator cease. The association management company sent a letter to him telling him to remove his antenna and stop transmitting. The problem with the pump stopped when he stopped transmitting, which was before the letter was sent. Even with that report, the deed restricted neighborhood board of directors decided to change the rules to allow the ham radios and are telling me I have to prove the interference. I am baffled at this type of reckless behavior and willful disregard for the safety of those that have medical devices. The equation from medtronic's manual was used and came up with recommended separation distances of "over 150 feet", "82 feet", and "51 feet" for what bands my neighbor transmitted on. My neighbor is 75 feet away. FDA safety report ID# (B)(4).